Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there were spots of rust on the turning ring and coupling cone and the triggers were jammed. It was further determined that the bearings and o-rings were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to an electrical component failure due to improper cleaning/care. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was rust on the battery reamer/drill device. During in-house engineering evaluation, it was observed that the triggers were jammed. The event did not occur during surgery. According to the reporter, the rust was discovered upon receipt of the device from an educational workshop. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.